Event description:
The surgeon reported that during the procedure, the probe became obstructed which caused some irrigation and aspiration problems. Additional info was received from the surgeon. A posterior capsule tear occurred due to low vacuum. The procedure was completed and there was no injury to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.